Event description:
The patient reported pain around her waist and up her back. According to the patient, the pain was "unbearable" and she kept her implantable neurostimulator (ins) turned off. It was noted that the patient indicated that there were no known accident or incident related to the complaint. The patient also indicated that the symptoms began after she "went to bed one night and woke up and could not move." Patient was referred to her health care provider for x-rays. It was noted that the hcp was able to "see something" in the patient's lower back and requested an MRI. Patient may have the ins explanted for the MRI. No other patient outcome reported. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).